Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided pump reset instructions and assisted with resetting pump; malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarm returned.